Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial/lot #: (B)(4), ubd: 25-jun-2014, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 01-jul-2014, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 17-jun-2014, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 27-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 mpxr 706799 (rep, for) it was reported that the patient's system had an infection at the ins pocket and at the right leads. There were no known external factors that led to the event. The patient's system was explanted and the issue was reported to be resolved.